Manufacturer narrative:
Correction:the device was not returned and no clinical files were received for analysis.

Event description:
It was reported that just over two years post cryoablation procedure, the patient returned with right groin incisional bleeding. Intervention was required for manual pressure was to be held on the wound and the physician was notified. The bleeding and "oozing" was stopped with new dressings applied to the site. The patient had no further bleeding from the incision site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.